Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: the black box shows multiple eaw 128-fb88 alarms on multiple days. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. "Audio bolus button" cover is detached/missing. Unable to verify bolus button functionality due to missing cover. During investigation a eaw 128-fe80 alarm was received on each "rewind" attempt. "Idle and sleep" current draws not within specifications. Unable to obtain "load and rewind" values due to eaw 128-fe80 alarm. There was no evidence of moisture damage inside pump on motor circuit. Checklist steps 13 and 30 fail due to internal moisture damage.